Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Customer¿s blood glucose level was over 200 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.